Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2015-01264, 2. 3005168196-2015-01266, 3. 3005168196-2015-01267, 4. 3005168196-2015-01268, 5. 3005168196-2015-01269. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle) . During the procedure, the physician had difficulty detaching five smart coils in sequence using the handle; however, the smart coils detached after multiple attempts and the procedure was completed. There was no report of an adverse effect to the patient.